Event description:
Patient was revised to addree malpositioning of the femoral component, which was causing limited range of motion and pain. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation could not confirm the reported event or draw any conclusions about the reported event based on the newly supplied information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.